Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15023551. Upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15929890.

Event description:
It was reported that the patient was experiencing loss of therapy and the lead had high impedances. The patient underwent replacement procedure and was doing well postoperatively. The explanted device components were not returned due to hospital policy.